Event description:
It was reported to philips the device stopped readin ECG leads after two shocks were delivered. Another device was used to monitor the patient ECG. The device was in use on a patient and there was no adverse event to patient or user.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips the device stopped reading ECG leads after two shocks were delivered. Another device was used to monitor the patient ECG. The device was in use on a patient and there was no adverse event to patient or user.